Event description:
It was reported that the patient experienced nocturnal low glucose after a late chinese food dinner and did not announce the meal as intended, leading to a postprandial rise to approximately 358 mg/dl followed by a drop to 53 mg/dl; the event involved use of the ilet system and oral glucose for treatment, and the issue aligns with an incorrect user procedure related to meal announcements and the user interface. Symptoms included hyperglycemia and hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication taken to treat low glucose, and classification as a serious injury or impairment. Investigation included communication with the user and analysis of synced report screenshots. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions, associated with the user interface and improper procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.